Event description:
It was reported the patient was sent to the ER for shortness of breath, and a device check showed lack of lv capture. A chest x-ray showed the lv lead dislodged. The lv lead was replaced. Additional information received indicated that the insulation of the lead was found to be broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.